Manufacturer narrative:
The unit was received for investigation on (B)(6) 2025. The unit was received as service needed, which it was confirmed due to contaminated zeolite indicating zeolite absorbed too much moisture and muffler was blocked by dust. These leads to, the internal 02 reading measured 80.3%, while the external 02 reading measured 74%. The columns, muffler and output filter were replaced. The patient received a replacement unit.

Event description:
On (B)(6) 2025 the patient called inogen to report that the device overheated and caused a small blister like on her leg while she was driving and the device fell off the seat of the car. The patient stated she did not require hospitalization for the burn and she treated it with antibiotic ointment at home. Patient confirmed receiving the new unit and stated she has not experience any issues with the new device in reference to overheating and it was working well.